Event description:
It was reported that a medical intensive care unit respiratory therapist noticed the intubated patient was not getting all the return volumes on the ventilator. She traced the leak to the elbow area of the inline suction catheter. She replaced the catheter without incident and the return volumes normalized. Additional information received on (B)(6) 2015 that the crack was visible on the elbow of the 14fr closed suction catheter. They realized the patient was not getting all of the return volumes because they had the tidal volume set at 500 and the patient was getting a 415 return. The vent was not alarming. They replaced the catheter with another one and the patient was then getting the full return. The patient initially came into the emergency room and was transferred to the medical intensive care unit. No additional information was provided in regards, to the patient¿s status.

Manufacturer narrative:
(B)(4). The actual complaint product has not yet been returned and investigation in progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was returned for evaluation. Based on the sample evaluation the double swivel elbow (dse) was examined, and a hole is seen at the base of the elbow. The mold cavity identification is "c". The device history record was reviewed for lot number m4132t619 and the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).